Event description:
It was reported that post implant the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The pacing output on the lv lead was lowered and the lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.